Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No low battery alarms noted during testing or in the device trace download. Device powered up properly after battery installation. No blank display noted. Device was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer husband reported via phone call that the insulin pump had recurring low battery alert that led to blank display. Customer had changed the battery multiple times but the display did not return. Customer's blood glucose was unknown. During troubleshooting, customer stated the battery compartment was corroded. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.